Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product discarded by patient.

Event description:
On (B)(6) 2014, the patient reported that he had an allergic reaction about 8 months ago to his infusion set. He stated he had a skin irritation on his upper abdomen and it developed into an infection. He was given unknown antibiotics. It developed into an abcess that he had to have surgically removed. The infusion set was discarded and he has no other infusion sets from that box;therefore, no product could be requested to be returned for product evaluation.